Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump would not power on due to moisture damage. There was moisture visible in the display. A crack in the casing was observed in the top right corner near the display lens. Leak testing revealed a pump case leak. The pump cover was opened, and there was evidence of moisture damage observed on the pcb. Testing for the original complaint could not be completed due to the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a power (battery life with damage/moist) issue. The patient reported having to change the battery frequently. The patient noted that she started swimming with the pump on (B)(6) 2014. The patient denied any moisture in the battery compartment. The patient denied any power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.